Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was no longer getting adequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility. No device malfunction suspected.